Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an abs-10010s arthrex acp double syringe system had an issue. When the blood was being drawn the pressure caused the cap to come off and the blood spilled everywhere. The case was completed by using a new device.